Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Evaluation of the returned device indicated the device was returned fully deployed. The anterior and posterior needles were captured by their respective cuffs indicating the suture had been harvested. The suture had been cut away approximately 2cm distal of the posterior cuff and not returned. There was no damaged detected that would contribute to the reported suture break. Based on the investigation findings, the probable root cause for the reported suture break is related to the operational context in which the device was used. Possible causes for a suture break are the suture being nicked by rotation of the suture trimmer, when the thumb knob is released the gate of the suture trimmer is closed on the suture, a quick jerky motion to apply tension versus pulling coaxial to the suture trimmer. To prevent suture breakage, use slow constant and increasing tension keeping the suture limbs coaxial at all times. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, as the knot was advanced to the arteriotomy with the knot pusher, the suture broke. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.